Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received 47mg/dl lower sensor scan results compared to 160mg/dl readings obtained on a hcp device and did not experienced symptoms. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event. Customer was unable to self-treat and was taken to the hospital where they were administered an insulin injection (dose/type unspecified) by a nurse. No further treatment was reported. There was no report of death or permanent impairment associated with this event.